Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The pt had not experienced any recent injury or trauma that may have damaged the vns therapy system. Review of the manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Review of x-rays revealed numerous acute angles in the lead wire, proximal to the pulse generator. The acute angles in the lead wire are consistent with the presentation of a "twiddler", or a pt who manipulates the device through the skin. Review of x-rays was inconclusive in determining whether there were any discontinuities in the vns therapy system. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected. Lead replacement surgery is palnned. Pending lead replacement surgery, the pt has not been observed manipulating the device through the skin. Treating neurologist does not believe that pt manipulation is the cause of the high lead impedance condition. Investigation to date has been unable to determine the cause of the reported event.

Event description:
Further follow-up revealed that the patient underwent lead replacement surgery. Only the bipolar lead (including electrodes) was replaced.

Event description:
Product analysis summary: analysis was performed on the returned lead portions. Three lead coil breaks were identified electron microscopy verified a break in the quadfilar coil (approx at midpoint of lead length) as a fatigue fracture. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on the broken coil wires. In addition, coil wire breaks located near the helical electrodes were identified. The coil wire breaks contained significant pitting to the point that the fracture mechanisms could not be determined. However, in all cases a conclusive determination cannot be made whether the stimulation was flowing at the exact time of fracture. The condition of the lead portion returned is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks foundn on the lead connector pin showed evidence that, at one point in time, proper mechanical and electrical connection was present. Cintinuity checks of the various lead sections were performed with no other discontinuities identified. The exact cause of the lead breaks are unk. Possible causes of lead discontinuity are; 1} mechanical failure, 2} implant technique(use of suture, no strian relief), 3} "twiddle"(twisting of the lead), 4} violent seizure, 5} physical injury/accident.